Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found an arthroscopic picture of what seems to be a metal piece being held with graspers. Other images show the box and labels of the reported device with the device identification information. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation of the returned devices found they are not in their original packaging. The insertion devices were returned with the distal prongs of device 1 bent and on device 2 one is bent and one is broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An image evaluation was performed and found an arthroscopic picture of what seems to be a metal piece being held with graspers. Other images show the box and labels of the reported device with the device identification information. The root cause was associated with a component failure. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cuff repair, after numerous attempts to secure the regeneten over the tendon repair, one of the inner metal arms that hold the tendon anchor staple broke off into the regeneten implant. This metal fragment was retrieved successfully and removed from the patient with graspers. After opening 2 tendon pucks and an additional set of bone anchors with the same lot number, it was determined that the staplers were the issue, the surgeon abandoned the regeneten augment and removed the patch and any free tendon anchor from the patient and abandon implanting the regeneten due to staples misfiring. The procedure was completed with a change in the surgical technique there was a delay less than 30 minutes and no further complications were reported.